Manufacturer narrative:
According to the device evaluation results the visumax worked within specification. The manufacturer determined that the root cause of the event is user error. The surgeon did not identify the different layers correctly, started working in the incorrect layer thereby damaging the cap and finally amputating the cap completely. There is no information that reasonably suggests that there was a malfunction of the visumax device that contributed to the difficulties during the smile procedure.

Event description:
A health care professional (hcp) reported problems with a smile procedure. Later on, the information was received that the dissection was a little sticky, the epithelium got loose, and the surgeon ended up amputating the cap. According to the customer, it was not a laser problem, it was an atypical cornea. He didn't start the other eye.